Event description:
Reportedly, it was informed that the product was leaking during the use. No patient injury was reported.

Event description:
The nurse contacted the baxter sales representative to advise a patient, (B) (6), presented with chills and malaise during use with a xenium dialyzer on an unknown date. The patient experienced the reaction 1.5 hours into hemodialysis therapy with a dialyzer on 7 hours of reuse. The sterilizing product used was farmasteril 3.5% (1,100 ml of acid + 18900 ml of h2o). When the reaction was noted, the material was discarded hydrocortisone 100 mg and one ampule of dipyrone (antipyretic) were administered. The patient was hospitalized for follow up therapy and antibiotic therapy (unknown). This is one of seven patients from the same facility. This is patient (B) (6).

Manufacturer narrative:
(B) (4) the manufacturer, nipro, reviewed the batch review sample for the lot number associated with this event. The results indicate: the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found.

Manufacturer narrative:
(B) (4). Device evaluation: one used dialyzer was received. This dialyzer is referenced to the following complaints: (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), and (B) (4). The dialyzer was disinfected. A visual inspection was performed and found no obvious defects were noted. A manual leak test was performed and leakage was found at the venous header. Bubbles were slowly coming from the venous header and out the dialysate port. Additional information received from the facility indicates: the dialyzer reprocess is: water connector on the capillary for pressure (first flush), excess of blood remained. Another rinse was performed until fibers are clean the priming measure was performed. The fibers are filled with puristeril 3.4%, then the system is closed and the dialyzer is stored in an appropriate individual place. Microbiological tests were performed on the water points of the incoming water and the result was negative. The facility advised the residue of disinfectant test is performed before dialyzer installation on the patient. The tests results were negative. No repair, corrective or preventive maintenance was performed on machines during the week of the occurrence. No periodic calibration was performed on the week of occurrences. The results of cultures performed on some patients were negative.